Event description:
After cataract surgery, the patient presented with severe phimosis. Anterior capsule yag laser radial cuts were required to treat the phimosis.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus.